Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. The customer's blood glucose level was 204 mg/dl. Customer reverted to insulin pens for insulin therapy.